Event description:
It was reported that the external pulse generator only powers on for a short time. The customer is expected to return the device to the manufacturer for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).